Event description:
During evaluation of a returned spectrum iq infusion pump, the device had reduced audio level. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was received for evaluation. Visual inspection was performed and found a detached speaker. During functional testing, the device had low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the detached speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.